Event description:
A dental assistant reports having used latex gloves mfg by several different glove MFR, during the course of her employment. She states that due to her exposure to latex containing products, latex allerges and powders, she has developed a latex allergy.